Manufacturer narrative:
A review of the customer's quality control (qc) shows intermittent high recovery, outside of customer's established ranges. Qc run prior to the event was out high. Qc run after recalibration was within established ranges, but had drifted out high again when run the next day. Subsequently, the co2 membrane was replaced by the customer. The patient samples were rerun and verified delta checks and anion gaps for comparison that were run on an alternate dxc instrument and got matching results. The issue was resolved by the replacement of the co2 membrane. The permeability of the co2 membrane may change depending on usage and time. Changes in the membrane could be caused by a coating build-up, wear, or general deterioration. Beckman coulter's hotline had the customer replace the co2 membrane, which resolved the issue customer affirmed that after the membrane was replaced, they were seeing no drift in recovery, and instrument is performing within specifications. Root cause is most likely attributed to part (co2 membrane) replaced. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2050012-2011-07421.

Event description:
The customer reported erroneous elevated and low carbon dioxide (co2) results were obtained for several patients when using unicel dxc 800 synchron system for a period of two days. The co2 calibration did not appear to remain stable. Erroneous test results were not reported out of the laboratory. Results within the normal reference range were obtained upon repeat testing in another instrument. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 1 of 2 events reported by this customer.